Manufacturer narrative:
Concomitant medical products: product ID neu_wrench_acc, serial# unknown, product type: accessory; product ID neu_ stimloc_acc, serial# unknown, product type: accessory; product ID 3389s-40, lot# v603031, implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: extension; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: extension; product ID 37642, serial# (B)(4), product type: programmer, patient. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Concomitant medical products: product ID neu_wrench_acc, product type: accessory. Product ID neu_ stimloc_acc, product type: accessory. Product ID 3389s-40, lot# v603031, implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead. Product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: extension. Product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: extension. Product ID 37642, serial# (B)(4), product type: programmer, patient. Analysis of the lead found all conductors were broken near the connectors weld site (overstress/damage).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while the deep brain stimulator system was being explanted the surgeon had moved the lead from the brain and had attempted to pull the lead and extensions out but the lead had frayed at the lead extension connection. The system was able to be explanted but the surgeon was unable to tell if the metal contacts were still in the extension. An x-ray was done and had not revealed any leftover material in the patient. No action was required as a result of the event. It was noted that the device was being explanted due to an unrelated/unknown medical condition that would require diagnostic MRI of the spine and brain. The patient was alive with no injury and no patient symptoms were reported.